Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with liquid on lens. Visual observation found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+1.5/088 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.